Manufacturer narrative:
Concomitants: rs expanded glenosphere 42mm +4 320-02-42 (B)(6). Eq rev adapter plate tray +0 320-10-00 (B)(6). Eq rev locking screw 320-15-05 (B)(6). Eq rev torque screw kit 320-20-00 (B)(6). Eq rev compr screw 26mm 320-20-26 (B)(6). Eq rev compr screw 30mm 320-20-30 (B)(6). Eq rev compr screw 38mm 320-20-38 (B)(6). Eq rev 42mm humeral liner +0 320-42-00 (B)(6). The revision reported may be the result of the glenoid and humeral component loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 years and 8 months post the initial left total shoulder arthroplasty, the patient was revised due to component loosening. There was severe bone loss. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.